Event description:
It was reported that a .025" findrwirz perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while the physician attempted to advance a lariat suture delivery device over the laa. The physician was unable to successfully complete the ligation and the pt was sent to surgery where a successful surgical ligation of the laa was performed. The pt was reported stable 24 hours post procedure and was expected to be discharged in a few days.

Manufacturer narrative:
Additional info was provided by the sentreheart rep who attended the case: the initial placement of the findrwirz required additional manipulation due to the high-fossa location of the transseptal puncture and because the echocardiographer was having difficulty obtaining good visualization on tee. Following successful placement of the findrwirz in the laa, several attempts were made to capture the laa with the lariat suture delivery device, despite continued difficulty obtaining good visualization on tee. The findrwirz most likely perforated the laa at some point during this additional manipulation. Pericardiocentesis was performed and the pt remained stable. The procedure continued and the physician successfully captured the laa with the lariat in preparation for ligation, which was observed to stop the bleeding. However, before the suture could be deployed from the lariat, the lariat slipped off the laa. The physician then decided to send the pt to surgery where a successful surgical ligation of the laa was performed. In a follow up communication with the physician on (B)(6) 2012, he reported the pt was discharged on (B)(6) 2012 and was recovering normally. Potential vessel damage is a known complication listed in the IFU. The device wasn't returned for evaluation. There is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.